Event description:
It was reported that a patient experienced pain and tenderness at the implantable neurostimulator (ins) site. It was stated that the day after implant, the patient's stomach was "so tender that he couldn't stand having the sheet touch him in that location and down to his legs." It was noted that it was "quite the recovery period" and that the patient's stomach was "still sore and tender about ¼ inch deep below skin" and that it continued for a year and a half. The patient reportedly experienced loss of therapeutic effect and positional stimulation changes. The patient alleged that he did not think his device was "installed properly." The patient reportedly "got a lot of stimulation" when he held his "head way back and shoulders real high and far back," stating that it felt like it "electrocuted him." It was noted when the patient was relaxed, he had normal settings but he "did not get much stimulation." A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial#: (B)(4), product type: programmer, patient. (B)(4).